Event description:
Reporter indicated that vns pt was experiencing an increase in heart rate and a feeling that the device "was shocking their heart". Programmed output current had recently been increased to 2.5ma. Further follow-up revealed that the pt was no longer experiencing the aforementioned symptoms and that no intervention was taken. Treating neurologist indicated that the relationship between the vns and the pt's symptoms was unknown.